Event description:
Hill-rom received a medwatch indicating that a patient was trying to get up to use the bedside commode utilizing the bed side rail to assist herself in getting out of the bed. The side rail was not secured and the patient fell toward the commode causing a small cut behind her ear, that was treated with applied pressure to the cut to stop the bleeding. The patient did not complain of other injuries.

Manufacturer narrative:
The facilities risk manager would not allow the hill-rom technician access to the bed and referred him to the user medwatch report.